Event description:
The pt was implanted with ventricular assist devices. The vad coordinator reported that the pt and family expressed that they wanted care withdrawn. The pt expired.

Manufacturer narrative:
The pt expired and the device was disposed of. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.